Manufacturer narrative:
Results of investigations: the failure analysis lab (fa lab) received the suspect device and installed in a known good unit ventilator. The device was powered into service mode, the transducer (xdcr) fault alarm display was confirmed on the event log. The root cause of the xdcr alarm malfunction was a faulty xdcr.

Manufacturer narrative:
Any additional information that is provided by the customer will be included in a follow-up report. (B)(4). At this time, carefusion has not received the suspect component for evaluation.

Event description:
The customer reported that the vela ventilator was displaying transducer fault. The customer reported patient involvement but no allegation of patient injury/harm.